Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to the patient complained of implantable pulse generator (ipg) depleting quickly and taking longer to charge. The patient underwent an ipg replacement, and he has great coverage over his pain areas. Explanted device will not return due to facility policy and electrocautery was used.